Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. The customer experienced an elevated blood glucose (bg) level. An exact value was not provided, but customer stated that bg was greater than 500 mg/dl. The customer administered a manual injection to address the high bg.